Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard anterior stabilized tibial bearing 10x71/75 catalog #: 183440, biomet cc I-beam tibial tray 75mm, catalog #: 141224, unknown biomet arcom 3-peg patella 31mm. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision approximately 4.5 years following knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.